Event description:
Additional information was received on (B)(6) 2012, when product analysis was completed on the explanted generator. The manufacturing records show that the pulse generator passed all specifications before it was released. Results of the diagnostic testing indicate that device was operating properly. Electrical test results showed that the pulse generator performed according to functional specifications and there were no performance or any other type of adverse conditions found with the pulse generator. The surgeon's nurse later reported that the patient's generator was explanted on (B)(6) 2012, but the leads were explanted on (B)(6) 2012.

Event description:
On (B)(6) 2012, it was reported that the vns patient had their vns generator explanted on (B)(6) 2012, due to an infection. No replacement was planned at that time. The explanted generator was returned to the manufacturer for product analysis on (B)(6) 2012 that is still underway and has not yet been completed. The surgeon reported that the infectious diseases department tested at the hospital and found different organisms, seemingly unrelated, and they do not attribute it to anything in the operating room or vns specifically. The week of (B)(6) 2012, the patient had her lead removed. The patient was reported to be a "picker" and they attributed the infection to the patient "picking". The patient is reported to be doing fine. Good faith attempts for further information have been unsuccessful to date. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.